Manufacturer narrative:
A philips field service engineer (fse) reported while on-site testing the device he found an issue with the quick nbp option. This option needs to be unchecked as it takes the readings differently than a regular nbp. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that when running a blood pressure, the diastolic reading is showing a bit higher than usual. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Consultation with the philips national support specialist (nss) confirmed that the quick nbp mode can produce readings that differ from those obtained through the regular nbp mode, particularly affecting diastolic values. To verify this, onsite biomed personnel conducted multiple tests in collaboration with the nss. The tests included disabling the quick nbp option and repeating measurements on two separate monitors. Results demonstrated that once the quick nbp option was unchecked, the diastolic readings returned to expected values, confirming that the feature was the source of the discrepancy. Based on the investigation, it was determined that the product did not malfunction. The most probable cause of the reported issue was the use of the quick nbp mode, which inherently measures blood pressure differently than the standard mode. The issue was resolved by disabling the quick nbp option. The devices were tested and confirmed to be functioning as intended and have been returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time.